Manufacturer narrative:
Correction: FDA registration number is missing from field, it should be 0003015876. Additional information: the device was returned to the physio-control for further evaluation. The cause of the reported issue was determined to be due to a shorted capacitor, designator c70 from the digital pcb assembly. The shorted capacitor caused fuse f1 to open and disable device functionality.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had an attention and a service wrench icon it is readiness display. When the on/off button was pushed, the device's lid opened but no voice prompts would sound. During device evaluation, physio observed that the readiness display showed all icons (chargepak, attention, and service wrench). The device could not be powered on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the device from one of their customers had an attention and a service wrench icon it is readiness display. When the on/off button was pushed, the device's lid opened but no voice prompts would sound. During device evaluation, physio observed that the readiness display showed all icons (charge-pak, attention, and service wrench). The device could not be powered on. There was no patient use associated with the reported event.